Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) specialist. The customer initially stated that sample ID (B)(6) was not run on the dimension vista (dv330839) for cardiac troponin (tni-ultra); however when ccc examined the data logs, it was found that this sample was ran on both dimension vistas. The customer did a visual comparison of the two sample tubes in question and discovered they were labelled with the same sample ID. The customer investigated the issue, and determined that one of the tubes was from a different patient and was incorrectly labelled. The customer was able to visually compare the two samples and identified the incorrectly labeled one based upon the color displayed in each tube. The cause of the discordant, falsely elevated tni-ultra result on one patient was a user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s). The customer noticed that a lower result was obtained for the same sample identification number on an alternate dimension vista instrument. The customer identified the issue as a mislabeled sample. The incorrect patient was drawn and was incorrectly labelled. The patient was redrawn and the new sample was tested, resulting lower and matching with the low result obtained on the alternate dimension vista instrument. The corrected result was reported to the physician(s). The customer then retested the sample resulting initially high, which was distinguishable by color, on the alternate dimension vista instrument, and the result matched the initial high result. There are no reports of patient intervention or adverse health consequences due to the falsely elevated tni-ultra result.